Event description:
Vanish point syringes treatment under emergency use authorization(eua): multiple issues: when drawing up covid-19 vaccines using the vanish point syringes, small bubbles are trapped in the syringes and are hard to get rid of. They would have to be flicked multiple times. Our concern is, if the vaccine is not supposed to be "shaken," flicking the syringe really hard multiple times to get rid of the bubbles is almost the same as shaking it, which may then compromise the vaccine being administered. On a couple of instances, the syringes' plunger would just pop off while vaccinator is drawing up the vaccine. One vaccinator states that while administering the vaccine to a patient (needle was already in the patient's arm), the syringe started to leak out the vaccine causing the patient to be revaccinated due to uncertainty of dose administered. Per pfizer recommendation, same needle may be used to draw up vaccine and administer to patient. However, when safely recapping vanish point after drawing vaccine prior to administering to patient, the cap does not snap back on. This is a potential needle stick injury as well as a potential waste of dose because the needle is attached to the syringe. If cap comes off/needle becomes dirty, the fix is not as simple as replacing the needle. When retracting the needle from the patient (by pushing it further--as part of its safety feature), it doesn't easily retract like it is supposed to. It actually gets stuck in the patient's arm.